Event description:
It was reported by the sales rep that during a diagnostic lap procedure, the trocars were leaking throughout the case. A loud hissing noise was experienced, as well as a drop in pressure. There were no patient consequences. Case completed with another device of the same product code. Two devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? There was a drop in pressure which affected the visibility. What was the gas consumption rate or volume (liter/minute)? Gas consumption was 16 mm/hg. Were you able to identify where the leak was coming from? The leak was coming from the seal. Was a device inserted in the trocar during the leaking? The leak was coming from the seal, whether or not a device was inserted. If so, what device? Asku. Was any torque being applied to the trocar or device? No excessive torque was applied.